Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient is a year out from her surgery that involved a speedbridge. She was inquiring if the speedbridge was a bio product or a bio-composite product. Follow up investigation: it was reported that the patient is a year out from her resection of retro calcaneal spur and haglund deformity with detachment and reattachment of achilles tendon on the right foot. The patient is experiencing swelling over the surgical area and also has some elevated titer's that may be showing an inflammatory response.